Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. The atrial capture management weekly trend data show threshold approximately 1v through (B)(4) 2014 and then began to gradually increase. Threshold measurements have been consistently measuring >2.5v since week of (B)(4) 2015.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular lead triggered an integrity alert for elevated sensing integrity count and increased impedance. The rv lead was also noted to have noise. The right atrial lead had decreased impedances and high thresholds that were noted to have occurred after a prior atrioventricular nodal ablation procedure. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.